Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly has a history of recurrent infections. During revision surgery the recipient's mastoid cavity was flushed with antibiotic irrigation. No signs of inflammation or infection were noted, however cultures were taken. The recipient was prescribed vanco and ceftriaxone.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly healed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.